Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report higher than expected troponin I results were obtained from two patient samples when using vitros troponin I es (tropi es) reagent lot 5490 on a vitros xt7600 integrated system. Patient 1 vitros tropi es results of 0.170, 0.174, 0.158 and 0.172 ng/ml versus the expected result below url (non-vitros abbott istat url cutoff of 0.080 ng/ml and the non-vitros beckman url cutoff of 0.030). Patient 2 vitros tropi es result of 0.200 ng/ml versus the expected vitros result of <0.012 ng/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected vitros tropi es results for both patients were reported from the laboratory and corrected reports for both patients were later issued. No treatment was altered, initiated or stopped based on the reported results. There has been no allegation of patient harm for both patients as a result of the events. This report is number two of two mdrs for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint numbers (B)(4). And reportability assessment (B)(4). .

Manufacturer narrative:
The investigation has determined that higher than expected troponin I results were obtained from two patient samples when using vitros troponin I es (tropi es) reagent lot 5490 on a vitros xt 7600 integrated system. A definitive assignable cause of the events could not be determined. Based on historical qc fluid results, a vitros troponin I es lot 5490 performance issue is not a likely contributor to the event. However, the customer does not process a control fluid with a troponin I concentration at, or below the url. Therefore, the performance of the vitros tropi es reagent lot 5490 at, or below the url concentration of 0.034 ng/ml cannot be determined and a reagent issue could not be entirely ruled out as contributing to the event. An ortho field engineer (fe) attended the customer site to determine the issues the customer was having with the vitros instrument and replaced the sr linear motor and the dispense tip and performed all relevant adjustments. Following service actions, the fe obtained acceptable quality control results and an acceptable within run vitros tropi es precision test indicating the vitros xt 7600 integrated system was performing as expected following the ortho fe's actions. However, as the results for patient 1 were reproducible both before and after the service actions, an analyzer issue is not a likely contributor to the event for patient 1. Additionally, as the vitros xt 7600 integrated system was performing as expected prior to the higher than expected result for patient 2, an analyzer issue is also not a likely contributor to the event for patient 2. In addition, pre-analytical sample processing could not be ruled out as a contributing factor for both patients, as it was established that the customer was not following the sample collection device manufacture's recommendation for sample centrifugation. Therefore, cellular debris, due to poor sample preparation, was likely present in both patients affected samples, although this could not be confirmed. Additionally, it is possible an interferent that affects the vitros tropi es method and not the non-vitros istat and beckman methods contributed to the higher than expected results for patient 1. The vitros tropi es IFU states: "for troubleshooting purposes, if the ctni result is inconsistent with the clinical picture and is persistently elevated, the sample should be tested for the presence of heterophilic antibodies. These antibodies may be present in the blood samples from individuals regularly exposed to animals or who have been treated with animal serum products." However, the customer did not carry out additional testing on the sample of patient 1, therefore this cannot be confirmed. Continual tracking and trending of complaints has not identified any signals that would indicate a potential systematic issue with vitros tropi es reagent lot 5490.